Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 14 with ios operating system version 3.6.3.12558. The high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced uncontrollable vomiting and nausea. The customer was seen at a hospital where they received an unspecified treatment from a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.